Manufacturer narrative:
The initial reported event of lead fracture was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. Product event summary: the full lead was returned in segments and analyzed. The analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The distal conductor was extrinsically distorted. The analyst noted that the proximal conductor was fractured at 54.5 cm from the connector pin. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported receiving 9 shocks due to a fractured lead. It was further reported the rv lead had high impedance and oversensing. The lead was removed and replaced. During the extraction of the rv lead, the atrial lead dislodged and was replaced. No further patient complications were reported as a result of this event. Additionally, an attorney further alleged the patient received personal injuries from being shocked.